Event description:
Customer reported extension sets are not tightly locking onto luer connections and this can cause leaking/ spurting of fluid. No report of pt harm or medical intervention. Unable to provide details of specific pt events and no samples were saved. Add'l info was obtained from carefusion clinician during a site visit. Users report the extension set is separating from the pt's angio catheter. They check the spin collar and it appears to be connected, but then during contrast injection it separates.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Reporter indicated that the device was discarded and is not available for eval. During a site visit by a carefusion clinician, she found that the users were not pulling the spin collar back before inserting the male luer tip, so they were not getting a good connection, then the pressure of the CT injection was causing the disconnect. CT staff confirmed the problem was only happening with IV lines inserted by ER or radiology, so the staff agreed it was likely a user issue.